Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported unspecified issue which was found to a downstream occlusion but not reproduced. A review of the event history log identified downstream occlusion messages. The cause was determined to be out of specification downstream tubing guide plate shim and the sensor mounting surface. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that a spectrum pump, had an unspecified issue. There was no known patient injury or medical intervention associated with this event. No additional information is available.